Event description:
It was reported that the anchor was faulty. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe (B)(6) 2023, it was confirmed that the error occurred during row tendon repair surgeries under arthroscopy and two patients were affected by the initially reported faulty anchor with one surgery on the (B)(6) 022 and another surgery on the (B)(6) 2022. Both initial surgeries were finished successfully. For the patient with the surgery on the (B)(6) 2023 the failure occurred post-op, since a revision was required on the (B)(6) 2023. The patient was treated by removing the torn anchor and repair of the cuff tendon suture. Both patients were treated with healix 2.7mm screw anchors from another manufacturer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.